Manufacturer narrative:
The device was returned and customer allegation was confirmed. During initial inspection of the device, error e315 was evident on the screen. A comprehensive leakage check was completed and no leaks were evident. On further investigation, the plug body was dismantled and the moisture indicator was triggered evidencing fluid ingress within the plug body. The light cover glass was chipped and the adhesive was uneven. The optical cover glass adhesive was worn out and the distal end adhesive was lifting. The insertion tube, light guide tube and plug body was stained. Water leakage was noted in the connector. Contamination was evident in the biopsy channel; scoring of the channel with shavings was noted. The angulation in the up/down/left/right direction failed to meet the specification. The play of the angle knob was out of specification in all directions. The device failed the electrical safety test. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope exhibited e315 (no image) scope error. The issue was found by the facility, during routine inspection of the scope out of cupboard. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that water invaded the scope connector while the user was handling the device which led to abnormality of electrical parts. As a result, the error message was displayed. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor the field performance of this device.